Event description:
It was reported that the patient had reactions, severe extremity edema to all drugs tried in the pump, including prialt. Several different drugs were tried in the pump. The pump was explanted. No action was required; the patient had a spinal cord stimulator in place for pain control. The patient status at the time of the report was alive with no injury and no adverse event. The pump contained preservative free normal saline. It was additionally reported that the patient recovered without sequelae.

Manufacturer narrative:
Product ID, 8711 lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter product ID, 8596sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4). Analysis of the pump found no anomaly.